Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): serious and life threatening adverse events, including death and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The company is seeking this information through the event investigation. Pump remains implanted.

Event description:
It was reported from the (B)(6) by a vad coordinator that "the patient starts to feel dizziness and consciousness was less then before with poor speech". CT scan suggested a mid-cerebral arterial stroke. "The patient is awake but feels dizziness and poor consciousness. Log files were sent to the manufacturer for analysis. The pump parameters were within normal range. B/p was around 90 systolic over the support period and aptt was fluctuating, but never under 40 post-op. Patient is still on heparin and asa." "The patient is currently awaiting new CT scan and more detailed medical report." The pump remains implanted.